Event description:
The facility reported an infusion pump that overinfused during a pt infusion due to misprogramming. The nursing educator of the facility stated that the pump was programmed to deliver lactated ringers on channel a at 925 ml/hr and pitocin at 6 ml/hr on channel b. Per the nursing educator, the nurse had increased the rate of the pitocin instead of increasing the rate of the saline. The nursing educator stated that no pt injury was involved during this report. Info regarding pt demographics and the pump's specific programming was requested but neither was avail. The facility's rep stated that there was no report of pt injury or medical intervention during this incident.